Event description:
It was later reported that in order to give the spine time to heal following the unrelated back surgery for spinal fusion, a new catheter could not be placed until (B)(6) 2013. It was later reported that the date of operation for repositioning of the catheter was on (B)(6) 2013. It was clearly noted that the catheter had been cut and had significantly retracted into the fat area. The anterior pocket was opened and the distal portion of the catheter was pulled back. Under fluoroscopic guidance the needle was inserted into the spine at the t10-t11 level and flow of cerebrospinal fluid (csf) was seen. Another portion of catheter was inserted and attached via pursestring suture and csf flow was seen. The catheter was secured and attached to the pump. The pump was emptied and refilled with a combination of hydromorphone and clonidine. The patient tolerated the procedure well and was brought to the recovery room in satisfactory condition. Due to the late hour, the patient was kept in the hospital overnight.

Event description:
The following information was previously reported in manufacturer report# 3004209178-2013-14674. Additional review determined it was a separate event. Additional information regarding this event will be reported in this manufacture report. [It was reported the patient had recently undergone re-exploration of his spine and surgery on his back. The patient had a fusion from t11 to s1 about three weeks prior. It was not indicated that the surgery was related to the device. The surgeon cut the intrathecal catheter. The catheter was removed. The patient was evaluated by the spinal surgeon. The patient had an extremely difficult postoperative course. Post operatively the patient experienced significant issues with withdrawal. The patient had a hard time controlling his pain and was psychotic. After the procedure the patient had significant numbness and a foot drop on the right side. ¿the pain has been excruciating.¿ the patient¿s sleep has been ¿disturbed because of pain.¿ the patient had testing in the form of a ¿somatosensory evoked potential.¿ ¿apparently the patient has issues.¿ the patient takes hydromorphone to help with the leg pain. The patient experienced significant side effects from the medications. The patient reported that the pump setting has been adequate and his back pain is well controlled. The pump was delivering dilaudid and clonidine. Additional information has been requested but was not available at the time of this report.]

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Additional information reported the patient had recently undergone repositioning of the intrathecal catheter and pump. The patient was seen in the clinic on (B)(6) 2013. The wound has healed well. The patient followed up with the hcp. The patient has been doing "reasonably well." The patient experienced upper back pain. The patient had used minimal doses of a muscle relaxant and was not used to the pain medications. The patient has a limp while walking and uses a walker. It was indicated the combination of medications were working out very well for the patient. The patient was instructed to contact the hcp in two weeks with an update. The patient was seen in the clinic on (B)(6) 2013. The patient's back pain was well controlled. The patient outcome was no injury.